Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure, it was observed that the small battery drive device, oscillating saw attachment device, and battery casing device ran intermittently when used together. The facility was unable to determine which device malfunctioned. There were no delays to the surgical procedure as spare devices were available for use. The surgery was completed successfully with the spare devices. The surgical procedure was performed on a canine labrador. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.